Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 18 mmol/l (324 mg/dl), while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was observed to be bent. Additionally, the lg reported the pod was leaking insulin. Insulet's product support agent advised switching future pod sites, as patient was wearing pods on the same site, in order to keep connection with their continuous glucose monitor (cgm) sensor. As treatment, a new pod was successfully applied. The pod was discarded.